Manufacturer narrative:
A ge service rep performed an onsite investigation. The brightness settings were adjusted and the software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the screen was intermittently going blank. This would result in a loss of live image. There is no report of patient injury.